Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18567. It was reported when the pt's stimulation is increased and reaches a level to help her pain, she experiences nausea, becomes dizzy and has stomach pain. The sjm rep is to meet with the pt as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.